Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a defective latch lock sensor. After investigation the results indicated a reportable malfunction due to the defective latch lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock sensor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso) / upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for a delaminated/bubbled downstream occlusion (dso) seal, and during physical inspection it was found that the latch lock sensor was defective. After investigation the results indicated a reportable malfunction due to the defective latch lock sensor. This occurred during testing, and there was no patient involvement.